Event description:
Boston scientific was notified that during an event the proximal end of the stent became stuck in the stabilizer/delivery system and moved proximally upon withdrawal of delivery system. Able to dislodge stent and attempted a 2nd stent (first stent remained in pt but not in correct location). While attempting to deliver the 3nd stent, the 1st stent was pushed distally and appeared to have folded upon itself. The 2nd stent was not able to be delivered and was withdrawn. It was decided that the pt undergo vessel sacrifice with coiling. This was completed successfully without pt complications.